Event description:
Reportedly, unexpected eol patient in standby. Please examine pacemaker for normal battery depletion.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states. However; it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Unexpected eol patient in standby.